Event description:
This valvle was explanted due to calcification. No further information was providied.

Event description:
Reportedly, this value was explanted after 5 years and 11 months due to an unknown reason.